Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2018, customer initially reported the adc freestyle libre sensor was not recognized by the reader. On (B)(6) 2018, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer self-presented to a hospital where a laboratory glucose result of 394 mg/dl was obtained and customer was diagnosed with hyperglycemia and treated with insulin and unspecified medication. There was no report of death or permanent injury associated with this event.